Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's right ventricular lead was causing muscle stimulation on each paced beat. The lead was explanted and replaced. There were no patient consequences.